Event description:
On (B) (6) 2008, the pt was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. After the procedure, an unspecified endoleak was noticed, and the physician chose to monitor the pt. On (B) (6) 2010, a f/u CT showed aneurysm enlargement due to the endoleak, and the devices were explanted on (B) (6) 2010. During the explant, the physician confirmed a type I endoleak due to a lack of proximal wall apposition. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, the device is intended for pts with a proximal aortic neck angulation of less than or equal to 60 degrees. Additionally, the pxt261416 is intended to treat pts with aortic neck diameters of 22-23 mm.